Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed the right ventricular (rv) lead was dislodged. The patient's right ventricular (rv) lead was explanted and replaced. The patient's condition was unknown.